Manufacturer narrative:
(B) (4). The ge service rep replaced the fluoro functions pcb and repaired the open wire in the hv cable. The system was restored to normal operation and is operating as intended at this time.

Event description:
The customer reported that the system was giving a collimator iris error code and collimator stuck error code. No patient injury was reported.